Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.100 miu/ml with a data flag. This result was questioned by the tech as the patient's result from last week was around 1000 miu/ml. The repeat result on another cobas e601 was 1196 miu/ml. The sample was repeated on the original analyzer and the result was 1200 miu/ml. The repeat result and result from other cobas e601 analyzer were believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative found there was a misadjusted sample level detection pcb and he readjusted it. The customer ran qc which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the issue found by the field service representative to be the most likely cause. Based on the limited information provided by the customer, a pre-analytic handling issue could not be excluded. Review of the provided calibration and qc data did not indicate a general reagent issue. The patient was not adversely affected.